Event description:
It was observed that during the device evaluation, the endoscope reprocessor had damaged o-rings. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and found the endoscope reprocessor had damaged o-rings. The endoscope reprocessor will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.